Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the suction overflow jar was cracked. The overflow jar was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suction. There was no report of patient involvement.